Manufacturer narrative:
No needle complaint could be confirmed because only sensor was returned and no needle. Analysis was not performed because the sealed sensors were expired.

Event description:
Customer reported issues with the insulin pump. Customer states that they are receiving the lost sensor. The blood glucose reading is 119 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.